Manufacturer narrative:
Patient experienced redness/blistering on face which developed into scarring from the laser treatment. Patient also received medical attention from an md and was prescribed hydrocortisone topical cream for post care treatment. No other additional information regarding parameters were provided by the customer site. Device was evaluated by technician and operated as intended. This is reportable because the patient developed a scar from the laser treatment and received intervention.

Event description:
Patient developed a scar on face from a laser treatment.